Event description:
The clinician was priming the cellex machine for morning treatments. The machine alarmed "return pressure test failure alarms". We then had two prime "130" alarms. The kit broke loose in the centrifuge and metal bearings from the disposable kit broke loose. Bio med was contacted and will pick up kit. Therakos was contacted and will send tech to fix machine tomorrow. We are waiting for the investigation test results from therakos inc.